Manufacturer narrative:
Investigation summary - samples were received and an investigation was performed. Microscopic examination of this syringe revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. The root cause for this issue is user related. The cannula was broken by the user after handling the syringe. A review of the device history record was completed for batch# 2052378. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle was broken. The following information was provided by the initial reporter: however, one of the samples was observed to have a broken needle as opposed to a hub separation.